Event description:
Staff report: "at 0100, a dose change was made and verified by a 2 rn check on a fentanyl infusion (50mcg/ml). While I was on my break an hour later, the medfusion pump failed without alarming. The patient became agitated and the covering rn reset the infusion."====================== health professional's impression======================we have had numerous reports of the medfusion 3500 pumps suddenly going dead without alarming. In all cases, the pump was running on battery power and the battery became fully discharged. Normally, the pump will detect when there is something like 9% capacity left and begin alarming low battery. This alarm should continue for at least 15 minutes before the battery gets too low and the pump shuts down. What apparently happens if the pump is run until the battery is completely discharged (this seems to happen frequently here), the battery meter chip is reset to a default capacity value which may be significantly higher than the actual capacity of the battery. On the next discharge cycle, the battery can go dead before the chip expects it to, resulting in "pump sudden death syndrome" where the pump unexpectedly shuts down without giving an adequate alarm. Calibrating the battery chip by fully charging and discharging will restore the proper capacity value in the chip's memory. Pump instructions and staff training state the pump should be plugged in whenever possible to maintain the battery charge. Clearly this does not happen in actual use. One possible solution would be to lower the default battery capacity setting in the chip so that if it gets reset, it will be more likely the actual capacity will be greater than the expected value. This could result in premature low battery alarms, which would be better than no alarm.another solution is to train staff to keep the pumps plugged in, but this does not seem to be an effective approach.